Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the suture packet was opened and found out that only six sutures were inside. Another new suture used without issue.